Event description:
It was reported that the unit displayed an e-1 error. It was further reported that the bulb has only 80 hours.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.